Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ventilator graphical user interface (gui) locked up and the unit went into back up ventilation. The device was available for evaluation. Service personnel (sp) inspected the ventilator and found relevant diagnostic codes and confirmed the reported condition of backup ventilation. The extended self-test (est) was performed to clear the reported error. Sp installed the software and passed all test and calibrations per manufacturer specifications at the time of service. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator graphical user interface (gui) locked up and the unit went into back up ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no harm.